Event description:
A home patient contacted baxter's technical service regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine, during dwell 5/5 of her automated peritoneal dialysis therapy. The home pt left the clamps on the unused supply lines of the homechoice set open during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury medical intervention was associated with this incident per the pt.